Event description:
It was reported that the user experienced an occlusion followed by a low blood glucose after eating a normal carbohydrate meal when their glucose was approximately 80 mg/dl, then overtreated the low and developed hyperglycemia with a reported peak of 289 mg/dl and approximately six hours above 180 mg/dl; a concurrent sensor-fingerstick discrepancy was noted, with the sensor reading 68 mg/dl and a fingerstick at 41 mg/dl, for which calibration guidance was provided. Symptoms included feeling sick during the hypoglycemic period. Outcomes included transient hyperglycemia and hypoglycemia without medical intervention, hospitalization, assistance from others, ketone testing, or backup therapy use, and glucose was in range at the time of contact. Investigation included complaint intake, user education on calibration thresholds, and assessment of glucose trends and alerts. Investigation of this case revealed no device alarms for prolonged hyperglycemia and no confirmed device malfunction, with the event course consistent with hypoglycemia followed by user-driven overtreatment leading to hyperglycemia and a known potential for cgm-capillary glucose variance requiring calibration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.